Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to the bending section cover leaking while the user was handling the device, and water invaded the device. Due to the invasion, abnormality of electronic parts occurred. The event can be prevented by following the instructions for use which state: "inspection of the endoscopic image; do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was able to be confirmed. During the device evaluation it was observed, that the image was black and presented lines when angulated. After drying, the scope connector was dry, and the charge-coupled device wire met specifications. Upon further inspection, it was observed, that there was a leak from the bending section cover. It was also observed, that the plastic distal end cover was chipped and stained. It was observed, that the bending section cover had a hole and was stretched. Also, it was observed, that the glue of the bending section cover was lifted. It was observed, that the light guide lens and the glue near the lens were cracked. Lastly, minor dents were observed on the insertion tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus ,the evis exera ii bronchovideoscope experienced no image. And displayed scope communication error (e311 and e911) messages. The reported issue occurred, during preparation of use for an unknown procedure. There was no patient/user harm or injury reported due to the event.